Event description:
In 2008, the patient reported that there were black splotches on the display of his infusion device and the middle section is missing segments. He stated that with the infusion device turned off and the battery removed, the splotches are still visible. The infusion device has not been dropped or exposed to moisture. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional of second party to address the issue. Product was replaced and requested to be returned for evaluation.